Event description:
It was reported that during interrogation to set up the device pre-implant, the device's battery bar had a hashed border and the longevity estimator graphic was colored gray indicating low battery voltage. The device was interrogated, but not used in a patient. No patient involvement.